Event description:
A female customer (age unspecified) reported an incident regarding the nexcare clear waterproof bandages. On (B)(6) 2021, she applied two bandages on her right arm and one bandage on her left arm, covering a flea bite. The bandages were in place for about 24 hours. She removed on (B)(6) 2021. She alleged the bandages were difficult to remove and it pulled a layer of her skin. She alleged the areas have raised scars in the same shape as the bandages. She allegedly just noticed the scars were from the bandages, she initially thought the scars were from the flea bite. The scar on her right arm is the most noticeable. She is considering going to the doctor to see if they have any recommendations to improve the scars. No allergies, medical history and intervention reported.

Manufacturer narrative:
Age or date of birth, weight- ethnicity: information not provided. Expiration date: the product has a 5 year shelf life claim. No sample has been received for analysis. The 2-year complaint history was reviewed for the product's global sales code (gsc) of sxj and reported failure. No trends were observed. 3m will continue to monitor. Test results confirm the biocompatibility of nexcare¿ waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing. End of report.